Manufacturer narrative:
Product return was received and product investigation is in progress.

Event description:
Nipped inside of gum [gingival injury]. Part of brushhead has fallen off brush, came off when using in mouth [device breakage]. Consumer contacted via phone and stated that the part of the head had fallen off the toothbrush head in her mouth when she was using it. No serious injury was reported.

Manufacturer narrative:
The product was identified as an oral-b power power oral care refills dual action eb417 on 14-aug-2019. 21-aug-2019. Product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Nipped inside of gum [gingival injury] part of brushhead has fallen off brush, came off when using in mouth [device breakage] case description: consumer contacted via phone and stated that the part of the head had fallen off the toothbrush head in her mouth when she was using it. No serious injury was reported.